Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the ipg replacement procedure, when physician was explanted the ipg, the physician cut one of the leads. As such, a lead was added. The physician did not remove the lead that was cut. The investigation did not determine which lead the physician cut.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3286, UDI: (B)(4), serial: n/a, batch: 3450399. Common device name: scs lead, model: 3146, UDI: (B)(4), serial: n/a, batch: 3110796.